Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a nim eclipse controller stating the "stimulation port on back of controller is loose and will not stimulate unless stimulation cord is held into port in certain position." There was no suggestion of pt injury or involvement. Testing/repair confirmed the reported event and found a bad connector printed circuit board (pcb) assembly. Although the customer may have experienced errors, it is unclear whether a loss of stimulation was always accompanied by an alert. If the device is not stimulating/delivering current and the user has not been alerted to this malfunction this could potentially result in false negative. False negatives could potentially cause injury to the pt by failing to identify a nerve. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
The mfg date is unobtainable. Records prior to september 2011 remain with the original device MFR. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. The (B)(4)controller provides high speed digital data processing, stimulation generation and audio processing of emg activity and also supplies switched ac power to the computer. The controller connects to the computer via the high speed (B)(4) interface. When info suggests that the nim eclipse equipment had the potential to not stimulate to effect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.